Event description:
It was reported that the patient complained of feeling 'crummy.' A holter monitor showed episodes of pauses. The right ventricular lead output was increased, and another holter was placed for further evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.